Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms noted. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump had a button error alarm and the keypad was unresponsive. Blood glucose level at the time of the incident was 261 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.